Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was taken to the emergency room and the was hospitalized due to the diabetic ketoacidosis as well as hyperglycemia on (B)(6) 2019 and insulin pump had motor error. The customer¿s blood glucose level at the time of the incident was 308 mg/dl. The customer¿s current blood glucose level was 380 mg/dl. Customer was assisted with the troubleshooting. It was stated that the drive support cap was appearing normal. The insulin pump will be returned for the analysis.